Event description:
This lead was implanted on (B)(6) 2007 and was explanted due to infection. The exact date of explant is unknown. The physician was dr. (B)(6) at (B)(6) general in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).